Manufacturer narrative:
E1 (B)(6).

Event description:
It was reported that the tip detached. The 80% stenosed target lesion was located at the proximal segment of left anterior descending branch. A 330cm rotawire was selected for use. During preparation, after the guidewire was unpacked, it was noted that the coil at the tip was detached. The device was completed with another of the same device. There were no patient complications and patient was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Investigation results: media review: during the media analysis, the media attached shows the wire detached from the distal tip which confirms the as reported guidewire, detachment of device or device component, but it does not show enough evidence to identify a device defect that could have contributed to the reported complaint. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of unable to exclude device problem, following a review of the reported event details, available information, and product record review. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event.

Event description:
It was reported that the tip detached. The 80% stenosed target lesion was located at the proximal segment of left anterior descending branch. A 330cm rotawire was selected for use. During preparation, after the guidewire was unpacked, it was noted that the coil at the tip was detached. The device was completed with another of the same device. There were no patient complications and patient was stable.